Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for spinal pain and radiculopathy. It was reported that the patient they used to charge every 2.5 weeks and now they have to charge every 8 days. The patient stated that they have not changed any settings. For therapy optimization if 8 days is too burdensome. No medical or therapy problem was associated. No out of box failure was reported. No symptoms were reported. No further allegations/complications were reported.